Event description:
Immediately after treatment with zyderm 2 in the chin the pt presented with a nodule in the chin and swelling on both sides of the chin. The physician prescribed kenalog for the nodule and swelling, but the symptoms have not resolved. The pt had a collagen skin test performed one week before treatment. The pt has had prior history with zyderm and is allergic to sulfa. The pt is currently taking hormones.

Manufacturer narrative:
Medwatch sent to FDA on 9/8/2008. Device eval summary: we have reviewed the device history records for this lot from finished product labeling to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, a minor deviation was noted. The deviation noted was not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.